Event description:
It was reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 was noted. The patient did not have concerns with their device or therapy at the time of the report.

Event description:
It was reported the patient¿s implantable neurostimulator recharger (insr) was not charging and they were seeing first a blank screen, followed by the ¿recharge the charger¿ screen. The patient noticed the insr was not working a couple weeks prior to the call. They patient always has the insr plugged in and the green light was on. They wiggled the connector pin and it did not feel loose or bent; however, after wiggling the connector they were able to connect with the insr and communicate with the implantable neurostimulator (ins). While on the phone the patient attempted connecting with the insr and they were able to get the normal recharging screen with coupling boxes, but then ¿they went away¿. The ins icon was flashing and was only shaded ¿ a little bit¿ indicating that the battery was low and need charging. The recharger was not returned to the manufacturer. C500. The patient also reported the implantable neurostimulator (ins) did not seem to be working: they were having intermittent stimulation on and off for about a month and the last couple weeks have had no stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-29, lot# n255561, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).